Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 7548189/sa ucc-23-4744-sa. One photo was received for evaluation. It is evidenced the stent on top of the box. In the top label it says the size 6fr x 26 cm, however the stent says 4.7 fr x 26 cm. Received 1 ureteral stent kit in opened packaging. Per visual inspection of the stent, it was confirmed the incorrect size 4.7 fr x 26 cm. A DHR review and labelling review is not required as CAPA 7548189/sa ucc-23-4744 is applicable for the product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent ureteral stent placement in the operating room, needed to use a 6f ureteral stent, used a 786626 stent set during the operation, and after inserting the guidewire, opened the stent package and found that the stent was a 4.7f stent, so it could not be used, and then replaced with a new stent and continued to complete the operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent ureteral stent placement in the operating room, needed to use a 6f ureteral stent, used a 786626 stent set during the operation, and after inserting the guidewire, opened the stent package and found that the stent was a 4.7f stent, so it could not be used, and then replaced with a new stent and continued to complete the operation.